Event description:
The hcp reported the patient's "pump" was adjusted in 2006." The patient presented to the emergency department with possible overdose. A follow up report will sent when additional information is received.